Event description:
The patient was on the table with it in the horizontal position. When the table was tilted vertical, the front footboard latch let go and the footboard fell allowing the patient to slide off the footboard and the table, to the floor. The table was at approximately a 65 degree tilt position when this occurred.